Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years, 6 months. The patient remains ongoing on lvad support awaiting a heart transplant. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient presented to the emergency department on (B)(6) 2016 with a driveline fault alarm sounding from the system controller. The patient's system controller was exchanged. The driveline fault alarm occurred again on (B)(6) 2016. The patient¿s system controller was again exchanged and the alarm reoccurred on (B)(6) 2016. The system controller was exchanged again; however, the alarm reoccurred on (B)(6) 2016. A potential short-to-shield driveline condition was suspected. A system controller log file reviewed by the manufacturer¿s technical services representative revealed several pump stoppage events that appear to only occur while the lvad system is connected to the power module. Submitted x-ray images showed possible areas of concern internal to the patient, and near the distal system controller end of the driveline. The patient has reportedly been asymptomatic and was listed as status 1a for transplant. No further information was provided.

Manufacturer narrative:
The reported driveline fault alarms were confirmed through the evaluation of the submitted and extracted system controller log files. The information contained in the log files appeared to indicate potential driveline wire damage; however, driveline wire damage could not be confirmed as the device was not returned for evaluation. X-ray images of the internal and external portions of the driveline appeared to show a sharp bend in the driveline near the pump housing and an area of shield breakdown on the external portion of the driveline. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient remains ongoing on lvad support awaiting a heart transplant. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
Additional information: it was reported that the user facility inadvertently provided some information on a different patient. The correct description of the events is as follows: the patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient presented to the emergency department on (B)(6) 2016 with a driveline fault alarm sounding from the system controller. The patient's system controller was exchanged. The driveline fault alarm occurred again on (B)(6) 2016. The patient's system controller was again exchanged and the alarm reoccurred on (B)(6) 2016. The system controller was exchanged again; however, the alarm reoccurred on (B)(6) 2016. System controller log files reviewed by the manufacturer's technical services representative revealed a suspected compromised driveline. Submitted x-ray images showed an unusual bend near the pump end bend relief. The patient has reportedly been asymptomatic and was listed as status 1a for transplant. No further information was provided.

Manufacturer narrative:
Corrected information. It was initially reported that the patient was listed as status 1a for transplant. The patient subsequently received the transplant.

Event description:
Additional information: it was reported that on (B)(6) 2016, the patient¿s lvad system displayed increased estimated flow values as high as 11 - 12.5 lpm, and elevated power at 8.5 - 10.0 w with one as high as 15.7 w. The values were noted to increase when the patient sat up for several minutes. The patient was reported as asymptomatic. Analysis of the submitted log by a representative of the manufacturer's technical services team found the alarm to be a true driveline fault alarm. X-rays showed two areas of concern, one on the internal portion of the driveline and one on the external portion. On (B)(6) 2016, technical services arrived on site for a driveline evaluation. The driveline fault alarms were unable to be reproduced with the phase interrupter tests and patient body movements. The physician declined an external driveline repair at the time. The patient¿s system controller was exchanged, but the following day, the new system controller produced another driveline fault alarm. It was reported that the patient received a heart transplant on (B)(6) 2017. The patient had been listed as 1a status for transplant due to device malfunction. Reportedly, x-rays, inspection of external portion of the driveline, and log files could not identify a probable issue. It was reported that the lvad worked correctly and pump parameters were all within normal limits, and the patient felt fine.